Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr), bi-leaflet prolapse and long redundant leaflets for a mitraclip procedure. During the procedure, after removing the lock line, clip opened during the second lock check. The actuator knob was tightened further but the clip still opened during deployment. Arm positioner was in closed position before starting delivery catheter shaft detachment during the deployment process. It was noted that the clip was stable on both the leaflets. Additional mitraclip xtw was implanted medial to the first clip for stabilization. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported unintended movement (clip open - efaa, clip open - locked) or improper or incorrect procedure or method. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The provided imaging was reviewed by an abbott senior staff clinical r&d engineer. Based on available information, causes for the reported clip opening while locked and the clip opening during efaa could not be conclusively determined. The reported improper or incorrect procedure or method was associated with the user continuing to implant the device even after the clip failed the second lock test. It could not be determined if this contributed to the reported adverse events; therefore, a letter will not be sent to the account to address the deviation from the instructions for use (IFU) and its associated potential adverse events. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.